Event description:
A eyecare profesional reported that the parent of a pt had experienced a centrally located corneal ulcer, od associated with wear of focus monthly visitint contact lenses. The pt was reportedly hospitalized, had experienced severe pain, and there was a positive culture for pseudomonas. The best corrected vision in the right eye was reportedly reduced from 20/20 to 20/100 due to scarring. Request has been made for additional information, however no additional information is available.